Event description:
It was reported that the customer experienced high and low blood glucose levels. The blood glucose reading was high in the 400 mg/dl range and went as low as the 40 mg/dl range at night. The customer stated that the low blood glucose reading of 40 mg/dl was what she observed on her insulin pump screen. She added that she did not get up to test the blood glucose levels to confirm whether her blood glucose levels were actually low. She declined troubleshooting, despite her not knowing whether she had high or low blood glucose currently on the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.